Manufacturer narrative:
The patient age was not provided. (B)(4). Approximate age of device: 1 year, 2 months. The explanted device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted on (B)(6) 2016 for suspected pump thrombosis. The patient had arrived at the clinic for a routine follow up and complained of fatigue and shortness of breath. A CT scan was inconclusive. The patient's lactate dehydrogenase (ldh) level was 938 u/l. The patient was admitted and started on milrinone and heparin infusions. On admission prothrombin time was 22 seconds and the inr was at 2.1. It was reported that a ramp echocardiogram study was positive, and that the patient went to the operating room and received a subcostal pump exchange on (B)(6) 2016.

Manufacturer narrative:
Additional information - the explanted device was retained by the hospital's pathology department. A correlation between the device and the report of suspected thrombus could not be conclusively determined. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.